Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device, not yet returned.

Event description:
It was reported by the facility that they frequently encounter clamp breaks for the dialysis catheter. Clamp break occurred on the thinnest part of the clamp. No problems were noticed with engaging the clamp prior to the break, it does not impact function; it¿s a safety issue when cracked as it can slip off. Catheter is accessed for infusion and aspiration as follows; dialysis is 3 times per week, catheter clamp is opened and closed at initiation and at end of treatment, total minimum of 5 times, more if labs ordered, usually once a week. This file addresses the ninth clamp break.